Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture and implant became shaped differently, was not filling out their bra the way it used to.

Event description:
Patient reported "their implant became shaped differently, was not filling out their bra the way the it used to" and a rupture. Device remains implanted. This record is for the left side.